Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised. Reason for revision is unknown. A ceramic on ceramic on ceramic bearing was revised. Rep confirmed the devices were stryker devices and reported no further information will be available.